Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 340 mg/dl. Customer was in the emergency room since he was missing part of his pump. Troubleshooting was not performed. The product was not returned for analysis.